Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. Could you please provide more details for "" the device did not clamp the hard things.""? The device jaws did not clamp clips. 2. Was the device difficult/would not close on the tissue? I certify that all information that are known/available has been disclosed. 3. Did the reload lock out and would not work? I certify that all information that are known/available has been disclosed. 4. Did the device staple? I certify that all information that are known/available has been disclosed. 5. Was there any issue noted with the staple line (malformed staples, staple line missing staples, etc.)? I certify that all information that are known/available has been disclosed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open ileal conduit procedure, the device locked out at 1st stroke of 3rd firing. The cartridge color was blue. The device did not clamp the hard things. The device was used on the ileus. Another device was used to complete the case. There were no adverse consequences to the patient.